Event description:
Ae assessment completed. Clinical escalation reviewed. Per delivery scheduling assessment on 12/21, patient's daughter reported 8 missed doses of dexeryl and requested to speak with clinician. Call placed to patient to address. Spoke to daughter, (B)(6), hipaa verified. (B)(6) states patient was in the hospital for 5 days causing 10 missed doses. No further questions or concerns. Per notes, (B)(6) had spoken with pharmacist, (B)(6), hospitalization reported. Diagnosis or reason for use: sebaceous gland dis nec.